Manufacturer narrative:
Batch review performed by medacta regulatory affairs department on 8 april 2020: lot 1907432: (B)(4) items manufactured and released on 1-oct-2019. Expiration date: 2024-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event. Additional implant involved: ball heads: mectacer 01.29.208 biolox delta ceramic ball head 12/14 ø 36 size s - 4 (k112115) lot. 1906471. Batch review performed by medacta regulatory affairs department on 8 april 2020: lot 1906471: (B)(4) items manufactured and released on 30-oct-2019. Expiration date: 2024-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
The patient came in after 3 weeks from the primary surgery reporting pain. It was observed that the patient had redness, the wound incision and infection (the pathogen is not available). The surgeon performed a washout and revised the head and liner. The surgery was completed successfully.